Event description:
Customer reports that: during surgery the surgeon attempted to x-ray the used patty, however, it could not be seen. There was no delay in surgery and no adverse consequences to the patient. The complaint sample was discarded by the hospital.

Manufacturer narrative:
It has been communicated that the device is not available for eval. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the mfg records will be reviewed. We anticipate that the eval will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a f/u report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.